Event description:
Boston scientific received information that during the elective procedure to replace this device, two of the setscrews were difficult to loosen and it appeared that the hex wrench was not engaging. The other two setscrews were able to loosened and the leads subsequently slid right out. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.